Manufacturer narrative:
A review of the manufacturing records was not conducted because the lot number was not provided.

Event description:
This procedure was part of the (B)(4) study: after adjunctive low pressure angioplasty at the target lesion, a focal dissection was noted. The dissection was treated with atherectomy to solution.